Manufacturer narrative:
A) the pump was tested to full specifications on 01/19/2016. User reported "over-infusion" failure was not detected. An "under-infusion" issue was found with a deviation of -7.27%, which was beyond the requirement of ±5%. The pump was re-calibrated and tested to meet all the specifications. B) the pump was not returned to the manufacturer for preventative maintenance annually as instructed on the user manual by the manufacturer. The last maintenance record before the event was on 05/30/2014. The pump was beyond the maintenance time (one year) when the event happened. C) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. E) zyno medical submitted an e-MDR (3006575795-2016-00007_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " the infusion finishes 15 to 20 minutes early when set to infuse over 1 hour, which is recommended time for medication. " no patient injury or harm was involved.